Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial/lot #: (B)(4), ubd: 09-sep-2017, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 09-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and cervical/neck. It was reported that 0 electrode had a high impedance. Unable to read impedances prior to procedure. Impedance check done after replacement device was connected to leads, 0 electrode showed unusable due to high impedance >4000ohms. Leads were de-seated several times, high impedance followed when changing ports. Unable to resolve high impedance, was able to successfully program around electrode to provide uninterrupted therapy to patient. The issue was resolved at the time of report. No symptoms were reported. [Information was omitted as it pertained to a separate event, see related pe (B)(4)].